Manufacturer narrative:
The manufacturer device date was provided as 11/27/2010. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). Device manufacturer date is unknown. The system was evaluated by a field service engineer. All modes of operation and calibrations were verified and no failures were detected. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, a vitrectomy was required. The surgery center indicated the vitrectomy mode would not cut initially. The surgery center indicated they used 3 cutters before 1 cutter would cut. The procedure was completed using a back up system. Patient outcome is expected well.